Manufacturer narrative:
Date of event: exact date unknown, event occurred on the date of explant.

Event description:
It was reported that the patient was not receiving adequate relief and underwent an ipg explant procedure.

Event description:
It was reported that the patient was not receiving adequate relief and underwent an ipg explant procedure. Additional information was received that all device components were explanted, and were kept by medical facility.